Manufacturer narrative:
This report is being submitted to correct the additional MFR narrative field (h11) in section h11, device manufactures only. We are unable to provide the unique identifier (UDI) # for this product. All available product data has been included in this report. This product was manufactured before the implementation of the UDI regulation, so the complete UDI is unavailable. Applicable us product data has been included in this report.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003, which states that the voltage is too low for projected remaining capacity. In addition, this ICD has reached end of life. Device replacement was recommended. As of this time, this ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003, which states that the voltage is too low for projected remaining capacity. In addition, this ICD has reached end of life. Device replacement was recommended. As of this time, this ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured before the implementation of the UDI regulation, so the complete UDI is unavailable. Applicable us product data has been included in this report.